Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One power cord 110v was received for product evaluation. The device was evaluated and it was found during an external visual inspection that there was black soot and melted plastic on the power cord plug and the pump unit ac inlet. This is consistent with heat damage. In addition, there is evidence of suspected salt crystals observed at the top left lip of the pump unit ac inlet. The suspected salt crystals were collected and analyzed in the chemical lab. They were identified to be significant amounts of sodium and chloride in the sample. They were also detected in the black soot sample. The observations are consistent with what is typically observed as saline ingress of the inlet. This issue leads to arcing or short-circuiting of the pump unit power supply. The IFU includes a warning that instructs the user ¿do not allow any liquid to come in contact with the power connector . . . .[or] allow any liquid to penetrate connectors or the openings in the case.¿ the facility will be contacted regarding the IFU warning and the edwards clinical field representative has contacted them regarding the issue. There is no indication that a manufacturing defect contributed to the failure. The reported event was confirmed by evaluation. The root cause is consistent with liquid ingress and customer mishandling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The submission number for the pump unit is 2015691-2019-02777. The device service history record review could not be completed as the lot/serial number is unknown.

Manufacturer narrative:
The product has been returned for evaluation; however, the results are not yet available. Once the evaluation results are available, a supplemental submission will be sent with the evaluation findings. The device history record review is pending. When the results are available they will be submitted in a supplemental submission.

Event description:
It was reported that there were sparks and smoke coming from the connection between a clearsight pump unit and power cord. The system was not in use on the patient at the time. It had been disconnected from the patient earlier in the evening. It was left in the patient's room connected to the power outlet. The clinician was alerted to the issue when the smoke detector alarm was heard as he was in the patient room. The clinician disconnected the power cord from the power outlet and the sparks stopped. The patient was moved to another room. The clinician stated that an IV bag was not hanging above or around the equipment. There was no patient or hospital personnel harm or injury. The patient demographics have been requested but not provided.